Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased high voltage lead impedance and high pacing lead impedance were noted. The lead was capped and replaced. The patient condition was good following the procedure.